Event description:
The customer reported that his insulin alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed. The caller mentioned that the device was stuck in the rewind/bolus delivery loop. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.